Manufacturer narrative:
Customer facility phone number: (B)(6).

Event description:
Information was received indicating that a smiths medical laryngoscope had an led illuminated and heat could be felt around the battery cover. There was no reported adverse events.